Event description:
It was reported that the patient presented to the clinic for a routine follow up. Upon interrogation, the lead exhibited ventricular noise and oversensing. It was possible to reproduce the noise with evocative maneuvers. Lead measurements revealed no anomalies. No intervention or patient symptoms were reported. The patient was scheduled for follow-up in three months.

Manufacturer narrative:
(B)(4).